Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2011 and mesh was used. Following the procedure, the patient was diagnosed with vaginal mesh erosion, pelvic pain, and stage two cystocele. The patient had two sites of erosion, although the site closer to the apex, was noted to be somewhat broad with multiple smaller sites contained within it. Both of the sites were located on the anterior vaginal wall near the midline. The patient underwent an explant of the mesh in (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Following the procedure, the patient was diagnosed with vaginal mesh erosion, pelvic pain, stage ii cystocele, stage I apical prolapse. The mesh was explanted on (B)(6) 2013. Since the removal the patient¿s symptoms are resolving. The polymyalgia is gone and the patient is being weaned off prednisone.